Manufacturer narrative:
Investigation included technical troubleshooting and user education performed by support. Investigation of this case revealed that the device was functioning but not properly configured for the new sensor generation until settings were corrected. It was concluded that the event was due to use error related to configuration and that the system operated as intended after reconfiguration.

Event description:
It was reported that a user experienced failure of the dexcom g7 to pair with the ilet after a sensor change, while glucose readings continued on the dexcom app; support guided the user to toggle between g6 and g7 in the ilet settings and re-enter the g7 code, after which the system entered the standard warm-up period. Symptoms included no physiological symptoms. Outcomes included no interruption to medical care and no changes to health status.